Manufacturer narrative:
Insulin pump was received with missing segment due to cracked zebra connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify glucose meter communicate to pump due to missing full segment. Insulin pump had cracked reservoir tube lip.

Event description:
Customer called to report that the glucose meter is not sending the blood glucose readings to the insulin pump. Customer's blood glucose reading at the time of the incident was 96 mg/dl. Customer also reported that the insulin pump has a partial display screen. Customer reported that there are multiple lines through the screen. Customer reported that the words appear jumbled and the screen is hard to read. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.